Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The parent noticed that the child is not responding to sound as usual and that hearing performance has been deteriorating over time. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent noticed that since 20 days the child is not responding to sound as he used to. No trauma is reported. Reportedly the performance has been affected over time.